Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a number of patients have been brought back to theatre for revisions after observing loosening of set screws in verse constructs. When revising them, the surgeons observed that even after torquing, the set screws had toggle, and they were able to further tighten them with a straightforward t-handle driver. There was no surgical delay in relation to this reported event. Case completed successfully, as an alternate system screwdriver was available.